Manufacturer narrative:
Product analysis:at analysis it was determined that the battery drawer and lower case were damaged, that incoming testing on the automated console failed because one button was "locked" and could not be turned around for the test. After cleaning and removing the dirt/sticky stuff a second test was performed but also failed. The device was not opened. The battery contacts were contaminated and it was missing several parts on the back side. All found defective parts were replaced and all other identified issues were resolved. The device then passed all tests with no visual or electrical anomalies observed. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned as part of an inventory reduction initiative subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.